Event description:
The reporter indicated that a 13.2mm vtich13.2 implantable collamer lens of 5.00/2.5/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and elevated intraocular pressure. This exchanged resolved the problem. Cause of event was unknown. For cause details the reporter stated size icl toric + wtw patient.

Manufacturer narrative:
Patient identifier:(B)(6). Expiration date: 04/30/2023. Claim# 725631.